Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va1y9xc serial# implanted: (B)(6) 2019, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 20-feb-2023, UDI#: (B)(4), b3. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastr ointestinal/ pelvic floor. It was reported that patient says that the device is not working for them, and are dealing with chronic diarrhea and loose stools. Patient gets the stimulation but doesn't seem to stop the incontinence. They said this started about 3 months ago because had food poisoning and couldn't control the diarrhea for 7 days. Patient says they tried changing the frequency and going into a different module. Doctor did an x-ray. Doctor told them to call in to set up for a rep to check the battery. I emailed representative to ask them to call the patient to set up an appointment to check the implanted system status. They also said that they feel a wire wiggling around.

Event description:
Additional information was received from the patient and healthcare professional. Hcp clarified the device was not working, stated the x-ray completed (B)(6) 2024, revealing intact hardware without evidence of complication or failure. Diarrhea continues - stool studies reordered. Plan for colonoscopy. Has not made contact with rep to interrogate device. Issue was not yet resolved. Additional information was received on 2024-feb-22, patient repeated same therapy issue as previously reported and documented. Patient said that has finished treatment for the food poisoning. Patient also mentioned and also had viral gi issue and didn't receive any medication for that. When asked, patient said that doctor said that per x-ray everything looks in place. When asked, patient said that the last adjustment was a month ago. Patient connected and switched programs. Patient also checked ins battery level and that showed as still in the ok range. Patient to monitor symptoms. Email was sent to field staff.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.